Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On approximately (B)(6) 2025, the cgm reading was low, and the patient self-treated with glucose tablets and soda. After the treatment, the patient experienced tremor nausea and had a hard time walking. The patient´s caregiver took the patient to the emergency room and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was more than 1000 mg/dl. The patient was diagnosed with diabetic ketoacidosis, and was treated with intravenous fluids and antibiotics. The patient stayed at the hospital for a total of 3 days. At the time of the report the patient was stable and the blood glucose reading was 219 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the d zone of the parkes error grid when the patient was in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.